Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The product identity has been confirmed. The device was returned with no packaging. The complaint is that the bender is getting harder to use. Based on a visual inspection of the device, it is in overall good cosmetic condition. The device was functionally tested by bending a 17" lorenz pectus support bar. It was found that the device could easily bend the bar and the handle was not hard to move; therefore the complaint is unconfirmed. Device analysis indicated that the device met specification. The manufacturing history was reviewed and no non-conformances were found. There are no indications of a manufacturing defect. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the bender is "getting harder to use". There was no patient injury and a delay of one minute. The procedure was completed with the same table top bender.